Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08735 inches.pump received with no battery installed.no cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to high blood glucose on october 03 2017, with blood glucose levels of 900 mg/dl, 929 mg/dl and also had diabetic ketoacidosis. The customer was treated in the hospital. The customer was wearing the insulin pump prior during the hospitalization. The insulin pump will be returned for analysis.